Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3704 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that when placing catheters in three patients in the morning of (B)(6) 2020, PICC clinic found that the extension tubes were detached from the catheters just by a gentle pull during the check for the connected extension tubes. These catheters were checked and no damage was found, and all accessories were present. These patients developed no discomfort. The operations were completed after extension tube replacements were made. The personnel performing catheter placement reported these incidents to the device department of the hospital in accordance with the procedures for adverse events. This report addresses the first patient.